Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00353: screw 2. 3025141-2019-00354: plate.

Event description:
While implanting a wrist spanning plate, the surgeon was inserting two screws in the distal holes in the plate. Both screws broke off, leaving half the screws in the patient's bone. There was a 15 minute delay in surgery as a result.

Manufacturer narrative:
Returned screw fragments were examined visually under magnification. Screws failed approximately 4 to 5 threads down the shaft of the screw. Failure appeared to be catastrophic due to overloading. Increased resistance of the screw, resulting in excessive torsional force, can be caused by many contributing factors. Some of these factors include encountering dense bone, lack of proper drilling depth, or improper surgical technique. Insertion torque may rise dramatically if screw is attempted to be used in dense bone. Additionally side loading of the screw can occur as the driver falls out of plane when attempting to apply additional torsional force to drive the screw especially if encountering hard, dense bone. Additional mdrs associated with this event: 3025141-2019-00353 follow up 1: screw 2; 3025141-2019-00354: plate.